Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo conformation test" and device difficult to use "essure moved during procedure. Had to stop procedure place device again". On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2016, the patient experienced vision blurred ("vision/eye problems type: blurry vision"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding"), dysmenorrhoea ("dysmenorrhea (cramping),"), dyspareunia ("dyspareunia (painful sexual intercourse),"), pelvic pain ("pelvic pain female"), abdominal pain ("abdominal pain"), psychological trauma ("psych injury"), urinary tract disorder ("urinary problems"), cystitis ("bladder infection"), urinary tract infection ("uti"), vaginal discharge ("vaginal discharge"), headache ("headache"), nausea ("nausea/nausea"), post procedural infection ("infection"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), depression ("psychological or psychiatric problems condition: depression"), migraine ("migraines / headaches"), fatigue ("fatigue") and abdominal distension ("gastrointestinal or digestive system condition type: bloating") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). The patient was treated with surgery ((B)(6) 2017- salpingectomy (unilateral)). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, psychological trauma, headache, post procedural infection, vaginal haemorrhage, menorrhagia, depression, migraine, vision blurred, weight increased and abdominal distension outcome was unknown and the genital haemorrhage, dysmenorrhoea, dyspareunia, pelvic pain, abdominal pain, urinary tract disorder, cystitis, urinary tract infection, vaginal discharge, nausea and fatigue had resolved. The reporter considered abdominal distension, abdominal pain, cystitis, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, post procedural infection, psychological trauma, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vision blurred and weight increased to be related to essure. The reporter commented: plaintiff received treatment for dysmenorrhea (cramping),dyspareunia (painful sexual intercourse),pelvic pain , abdominal pain , psych injury, migration, urinary problems, bladder infection, uti, vaginal discharge. Insertion date: (B)(6) 2010 discrepancy noted. Removal date discrepancy noted: (B)(6) 2011. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-feb-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "essure moved during procedure. Had to stop procedure place device again" and device monitoring procedure not performed "she did not undergo conformation test". On(B)(6)2014, the patient had essure inserted. In (B)(6)2016 , the patient experienced vision blurred ("vision/eye problems type: blurry vision"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding"), dysmenorrhoea ("dysmenorrhea (cramping),"), dyspareunia ("dyspareunia (painful sexual intercourse),"), pelvic pain ("pelvic pain female"), abdominal pain ("abdominal pain"), psychological trauma ("psych injury"), urinary tract disorder ("urinary problems"), cystitis ("bladder infection"), urinary tract infection ("uti"), vaginal discharge ("vaginal discharge"), headache ("headache"), nausea ("nausea/nausea"), post procedural infection ("infection"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), depression ("psychological or psychiatric problems condition: depression"), migraine ("migraines / headaches"), fatigue ("fatigue") and abdominal distension ("gastrointestinal or digestive system condition type: bloating") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). The patient was treated with surgery ((B)(6)2017- salpingectomy (unilateral)). Essure was removed on(B)(6)2015. At the time of the report, the device dislocation, psychological trauma, headache, post procedural infection, vaginal haemorrhage, menorrhagia, depression, migraine, vision blurred, weight increased and abdominal distension outcome was unknown and the genital haemorrhage, dysmenorrhoea, dyspareunia, pelvic pain, abdominal pain, urinary tract disorder, cystitis, urinary tract infection, vaginal discharge, nausea and fatigue had resolved. The reporter considered abdominal distension, abdominal pain, cystitis, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, post procedural infection, psychological trauma, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vision blurred and weight increased to be related to essure. The reporter commented: plaintiff received treatment for dysmenorrhea (cramping),dyspareunia (painful sexual intercourse),pelvic pain , abdominal pain , psych injury, migration, urinary problems, bladder infection, uti, vaginal discharge. Insertion date: jun2010 discrepancy noted removal date discrepancy noted: (B)(6)2011 quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-dec-2019: pfs received. Events per pfs: vaginal bleeding, menorrhagia, depression, migraine, blurry vision, fatigue, weight gain, bloating, device insertion difficult, device monitoring procedure not performed were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') and genital haemorrhage ('bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping),"), dyspareunia ("dyspareunia (painful sexual intercourse),"), pelvic pain ("pelvic pain female"), abdominal pain ("abdominal pain"), psychological trauma ("psych injury"), urinary tract disorder ("urinary problems"), cystitis ("bladder infection"), urinary tract infection ("uti"), vaginal discharge ("vaginal discharge"), headache ("headache"), nausea ("nausea") and post procedural infection ("infection"). The patient was treated with surgery ((B)(6) 2017- salpingectomy (unilateral)). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, psychological trauma, headache, nausea and post procedural infection outcome was unknown and the genital haemorrhage, dysmenorrhoea, dyspareunia, pelvic pain, abdominal pain, urinary tract disorder, cystitis, urinary tract infection and vaginal discharge had resolved. The reporter considered abdominal pain, cystitis, device dislocation, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, nausea, pelvic pain, post procedural infection, psychological trauma, urinary tract disorder, urinary tract infection and vaginal discharge to be related to essure. The reporter commented: plaintiff received treatment for dysmenorrhea (cramping),dyspareunia (painful sexual intercourse),pelvic pain , abdominal pain, psych injury, migration, urinary problems, bladder infection, uti, vaginal discharge. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received. Reporters information updated. Event: injury were updated to dysmenorrhea (cramping)new events: dyspareunia (painful sexual intercourse),pelvic pain , abdominal pain , psych injury, migration, urinary problems, bladder infection, urinary tract infection, vaginal discharge , headaches, nausea, infection were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.